Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (312 mg/dl). A bolus and insulin injections were used to address the bg level. The customer then removed the insulin set site and reverted to using insulin injections to manage diabetes. The cause of the high bg was not known. Tandem customer technical support (cts) had the customer perform a pump system check and no device issues were identified. The customer was not sure if the cannula had been bent while it had been inserted under the skin. Cts assisted the customer with inserting a new cannula. The customer resumed pump therapy. Upon follow-up, the customer reported that the bg was 189 mg/dl after the cannula was changed.